Event description:
The following has been reported: biomed reported: cassette issues won't resolve. No patient harm, issue did not stop active infusion, pins were cleaned, test infusion was not completed. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: tubing set error (clogged admin set). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. A tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. This could be caused by the administration set resistor knob channel being clogged which will more commonly see low flow rates such as 0.5 ml/hr. In addition, this could be caused by failing the lvp's leak check. The "leak check" is a check that the pump does to ensure the set isn't leaking prior to starting a flow test. Common reasons you could fail include 1) the administration set having a leak (can be small and not seen by visual eye), 2) a dirty "ipc seal" on the pump causing bad connection with the admin set, 3) the admin set is not inserted correctly. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.